Event description:
It was reported that the right ventricular (rv) lead alerted for high superior vena cava (svc) impedance. The svc was fractured. The rv impedance had also increased a bit, but it was still within range of a single coil system. The patient was hospitalized for testing and reprogramming. The detection was turned off, but the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.